Manufacturer narrative:
(B)(4): false positive result ; (B)(4) - evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The investigation team performed a complaint review and determined that there is no unusual activity for the likely cause lot and the 3 month bucket search determined that complaint activity was not atypical for the issue under investigation. Additionally no adverse trends or non-statistical trends were identified related to this issue. Accuracy testing was completed for this investigation. The accuracy testing was performed using lot 01385m600 (a sublot of likely cause 01385m601) with in-house human serum based panels which met specifications. Based on the results of this investigation the axsym troponin-I adv assay is performing as intended and no additional product issues were identified. No product deficiency was identified.

Event description:
The account generated false positive axsym troponin-I adv results (0.27, 0.24, 0.29, 0.27 ng/ml with lab cutoff of 0.04 ng/ml) on a patient who tested centaur chemiluminesence method negative and fpia triage meter method negative. The patient received an unnecessary cardiac catheterization based on the positive axsym troponin-I adv results. The patient was later diagnosed with skin sensation. The patient has a history of chf, previous mi, tia, hypertension and anxiety.